Manufacturer narrative:
Patient information cannot be provided due to the restriction by the japan privacy regulation.: device evaluation summary: the service engineer (se) inspected the device and found the battery was not charging well. The se found an alarm was generated by plugging in and out of the alternating current (ac) plug after the power was turned on. The se replaced the direct current (dc) to dc converter, the battery, the breath delivery (bd) power distribution printed circuit board assembly (pcba) and power controllers. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. One dc to dc converter was received by medtronic for evaluation. A visual inspection of the returned part was conducted, and it was observed that component c83 had thermal damage. The c83 capacitor device was replaced prior to testing the pcb (printed circuit board). The pcb was then attached to the failure investigation test ventilator for analysis. The unit powered up normally and no errors were recorded in the diagnostic logs. Calibration and testing procedures were run successfully. Conclusion: root cause assigned to c83 electronic component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when turned on, a 980 ventilator generated a ticking noise near the exhalation valve, with a power on self test (post) failure diagnostic code and an abnormal odor. The ventilator was not in use on a patient at the time of the reported event.